Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that their leads had come out, they had already been in touch with their lead and doctor . Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.